Event description:
It was reported that the patient underwent surgery to treat sui on (B)(6) 2010 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lap. Lso, adhesiolysis, cystoscopy, repair of cystotomy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with hysterectomy. The patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to pain. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to chronic pelvic pain, ovarian cyst and urinary incontinence. It was reported that the patient underwent removal/release of suburethral sling and cystoscopy on (B)(6) 2011 for urinary retention, recurrent uti¿s and vaginal pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.